Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.

Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to customer's blood glucose level. A cartridge change was performed resolving the issue.